Event description:
It was reported that the ventilator went into hw faults and disc connect sense alarms with audible alarms. It is unk if pt was on ventilator. It is also reported that the turbine spun for a short time then stopped spinning.